Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that during a right heart cath case, the device locked up and had to be re-booted resulting in the patient not being monitored for approximately six minutes. It was reported that the patient did not survive the procedure.

Manufacturer narrative:
Initial device evaluation was performed by the philips remote support representative (rsp), who logged in remotely. The rsp noted that the device was set to allow automatic updates via the hospital network. This is counter to the recommended device settings in the device instructions for use. The timeframe of the event (loss of monitoring) coincided with the timeframe of failed device updates via the hospital network. The rsp changed the device setting, turning off the automatic windows updates. The rsp also noted that the device hard drive showed 65% file fragmentation. A site visit was performed by a philips field service engineer (fse), who performed preventive maintenance (cleaning) on the device. The fse also replaced the mother board and hard drive, although there was no confirmed failure of either component. The fse then reloaded software, as the software installed on the system (windows updates via the hospital network) were not verified by philips. The fse then tested the device using simulators and confirmed performance to specifications. A philips remote support representative reviewed the incident and device settings with the customer. The remote support representative logged in remotely, disabled automatic windows updates on the device (which is the correct configuration of the device per the IFU), and performed remote based preventive maintenance on all devices. (This included defragmenting the drives). The remote support representative instructed the customer to disable all automatic updates on all philips provided xper im / xper flex devices (and to ensure that the network card is at the top of the list). The remote support representative also indicated that a regularly scheduled defragmentation of the drive when the device is not in use can help to expedite the preventive maintenance process. A philips field service engineer (fse) went onsite and performed physical preventive maintenance, and vacuumed dust out of computer. The fse also replaced the motherboard and hard drive (although there was no confirmed failure of either the mother board or hard drive). The fse then reloaded the operating system and application software to remove software installed on the system without verification by philips (automatic downloads from the hospital network). The fse then verified proper configurations and performed testing verification. The device passed all simulator testing and the system was confirmed to be performing to specifications. The device was deemed safe for use. There was no confirmed failure or malfunction of the device to perform as designed and intended. There is information to support that the issue was the result of incorrect device settings (by the customer). The philips remote support representative determined that based on the timeframe of the incident and the failed update errors, the monitoring interruption was the result of the automatic downloads to the device via the hospital network. The problem is most consistent with attempted windows updates to the device via the hospital network. Automatic windows updates are to be disabled on the xper im / xper flex devices, per the product instructions for use.